Manufacturer narrative:
H.6. Investigation: the customer reported the filter was initially met with resistance and was occluded, and then popped and leaked. The returned sample verified the occlusion when primed with blue dye water. The filter had no observed leak since the occlusion was so severe (dried blood). In almost all cases of testing in the lab, severe occlusions lead to leaks due to the pressure build up popping or cracking the filter. The filter was sent to the supplier for further investigation, and they found that after an hour of flushing and then allowing the filter to dry, the filter did not leak. This shows that the residue of drug/solution used by the customer compromised the hydrophobicity of the air vent membrane, as after flushing out the drugs it did not leak. A device history record review could not be performed on material #mz9226 because a valid lot number was not provided by the customer. The root cause is determined to be incompatible drugs/solutions applied by the end user. Filters vents ¿wet out¿ and leak when used with substances with a surface tension under 27 dynes.

Event description:
It was reported that microbore extension set, IV connector,.f tubing had flow issues, was unclamped, and was leaking. The following information was provided by the initial reporter: material no: mz9226 batch no: unknown verbatim: [event 4] bedside nurse attempted to administer medication via medline tubing but there was some resistance. Assessed tubing to see if it was clamped. Tubing was unclamped. Attempted to give medication again, heard a pop and then realized the filter portion of the tubing was leaking. Tubing removed from patient line immediately. Re-assessed tubing with a ns flush and all fluid was coming out of the filter.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter additional email address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that microbore extension set, IV connector,.f tubing had flow issues, was unclamped, and was leaking. The following information was provided by the initial reporter: material no: mz9226. Batch no: unknown. Verbatim: [event 4] bedside nurse attempted to administer medication via medline tubing but there was some resistance. Assessed tubing to see if it was clamped. Tubing was unclamped. Attempted to give medication again, heard a pop and then realized the filter portion of the tubing was leaking. Tubing removed from patient line immediately. Re-assessed tubing with a ns flush and all fluid was coming out of the filter.